Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the emergency stop came on several times when moving the imaging system. The site was able to manually disengage the emergency stop.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field the e-stop issue could not be duplicated. All connections related to the e-stop circuitry were checked. The pendant was difficult to move so it was lubricated to allow smooth movement. It was noted that an e-stop error would present itself when swiveling the pendant. It was noted that if that continued the pendant should be replaced as there could be a broken wire inside the cabling. The representative was notified that the mobile viewing station was shutting down in less that 2 minutes so the representative performed a test and verified that, indeed, it shutdown in 2.5 minutes so the uninterruptable power supply (ups) should be replaced to resolve this issue. Note - a separate complaint was created to further investigate the ups failure. It will not be investigated under this event. Codes b01, c07, c02 and d02 are applicable. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000488, lot #: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while the site was driving the system outside the room, it kept entering emergency stop. Also, while just sitting there it entered emergency stop. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the cause of the issue is unknown.